Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to fill tubing multiple times. Reportedly, customer successfully completed the load fill tubing sequence and insulin delivery was resumed. Customer's blood glucose was 112 mg/dl.